Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found the primary audible alarm post error. Visual inspection, and power up process were performed. Investigation unable to duplicate the primary audible alarm post error at power up. Investigation unable to determine the intermittent of the error. According to the investigation, the pump interconnect board connector was properly glued into the connector on main board. Service replaced the pump speaker for preventive and performed pm maintenance and all functional test. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical medfusion 4000 pumps exhibited primary audible error. No reported adverse effects or patient injury.